Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings: during investigation, the pump was powered on and revealed a dim discolored display. The keypad was found to be intact; no peeling or tearing was observed. Unrelated to the complaint, the up arrow, down arrow and contrast buttons were found be intermittently unresponsive. The ok button responded appropriately. The keypad was removed and there was contamination found under the up, down and contrast button contacts. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display issue. It was noted that there was an issue with the pixels on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.